Event description:
It was reported that the patient is experiencing connectivity issues between the implantable pulse generator (ipg) and the remote-control device. The patient underwent an ipg revision and was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned implantable pulse generator was analyzed and the allegation of ipg unable to link to rc after charging was confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). It also revealed that the last charge attempt had low current/alignment issues and that the battery voltage was not charged enough to bring the ipg out of hibernation state and thus was not able to communicate with the rc. Therefore, this investigation will be assigned a probable cause of failure to follow instructions. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging. This resulted in the ipg having difficulty fully charging.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) of 2024.

Event description:
It was reported that the patient is experiencing connectivity issues between the implantable pulse generator (ipg) and the remote-control device. The patient underwent an ipg revision and was doing well postoperatively.